Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter reverts to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. The patient manages his diabetes with unspecified dosages of novolog, lantus, and metformin; however, the patient denied taking any action in response to the alleged product issue. According to the csr¿s documentation, four days after the alleged issue occurred the patient developed a symptom of shaking; the patient, however, denied receiving any form of medical intervention after the product issue occurred. At the time of troubleshooting, the csr noted the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.